Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. The broken piece was returned and was still attached to the distal end. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during central processing, the tip of the force bipolar instrument broke. The issue occurred during the washer cycle, not in the operation room. The procedure was completed with no reported injury.